Event description:
It was reported that 6 neutral bidirectional valves experienced leakage. The following information was provided by the initial reporter: the el250 connectors have been used on PICC hubs and on infusion lines connected to taps and not. In more than 10 cases over a period of 20 days, the leakage of infusion solutions (not chemotherapy) from the central welding of the two valved parts of the neutrox is reported. The connectors all belong to the same production batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-05 . H6: investigation summary : four el250 samples from lot 20j19-tnv were received without packaging; one of the samples was received connected to an unknown three-way tap. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. As part of the investigation performed by the manufacturer, a leakage test was performed by injecting water into the four el250 products with a syringe; in each instance leakage was observed between the thread of the back check valve (bcv) and the neutraclear. Cair lgl then replicated the testing on retained samples from stock, in each instance no leakage was observed in this instance. A visual comparison of the returned products and the retained samples did not identify any obvious damage or manufacturing defects which may have contributed to the customer's experience. A definitive root cause for the observed leakage could not be determined as it was not possible to disconnect the components; however in this instance it is likely that an inconsistent amount of solvent may have contributed to the customer's experience. A review of the production records for lot 20j19-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the el250 product over the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 20j19-tnv was provided by the initial reporter device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 neutral bidirectional valves experienced leakage. The following information was provided by the initial reporter: the el250 connectors have been used on PICC hubs and on infusion lines connected to taps and not. In more than 10 cases over a period of 20 days, the leakage of infusion solutions (not chemotherapy) from the central welding of the two valved parts of the neutrox is reported. The connectors all belong to the same production batch.